Manufacturer narrative:
Due to obvious contamination issues, the mattress was not returned for evaluation; however, a photo and video from the reported incident were provided by the customer and evaluated. The photo and video revealed minimal transfer from the mattress. The complainant advised they do not power wash or hose down the mattresses and only clean the mattress surface with sani-wipes. They further advised the mattress did not appear to have any tears and the zipper on the underside of the mattress appeared to be intact. It could not be determined if the complainant was merely wiping down the mattress surface or if they continued cleaning until no evidence of contaminant was being lifted from the surface. It also could not be determined if the surface of the mattress had been saturated with the cleaning product and if it was allowed ample time to dry prior to being covered with a sheet and utilized for patient transport. A replacement mattress was provided to the complainant. Sufficient instructions are provided in the IFU for disinfecting and cleaning the mattress as well as a notice of cleaning products that could cause damage to the product. There was no initial report of any adverse consequence resulting from this incident and no additional details have been provided.

Event description:
It was reported a crew responded to a call involving a patient experiencing a large amount of blood loss while being transported on the stretcher. The transport was completed with no incident and the cot was returned to the station for cleaning. Approximately one hour later the same cot was used for another transport. Upon arrival to the hospital and removal of the patient it was discovered the patient's clothing was stained with blood from the previous patient transfer. The complainant has not received any reports of adverse effects to the patient and the mattress has been removed from service. A replacement mattress has been provided to the complainant.

Event description:
It was reported a crew responded to a call involving a patient experiencing a large amount of blood loss while being transported on the stretcher. The transport was completed with no incident and the cot was returned to the station for cleaning. Approximately one hour later the same cot was used for another transport. Upon arrival to the hospital and removal of the patient it was discovered the patient's clothing was stained with blood from the previous patient transfer. The complainant has not received any reports of adverse effects to the patient and the mattress has been removed from service. A replacement mattress has been provided to the complainant.